Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: asm0206 h3, h6: multiple device codes were applied. Below clarifies what each is associated with. A051205 - arm hit reference frame a0908 - inaccuracy a23 - 3define scan did not pick up the drape covering the reference frame medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that when sending the arm to a trajectory, the arm hit the reference frame and therefore caused them to lose accuracy. The arm hit the frame despite the frame being within the 3defined area. The navigation was aborted, as surgeon bypassed the issue by hand-placing screws. There was no patient harm and the procedure was delayed by 30 minutes. Additional information received from a manufacturer representative reported that the 3define scan did not pick up the drape covering the reference frame.

Manufacturer narrative:
H3, h6: the exports/logs were returned for clinical analysis. The analysis determined that the collision of the arm with the stealth air frame was caused by the frame not being included in the acquired work volume (wv). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D4: UDI updated. Continuation of d10: the surgical arm serial number is (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.